Event description:
It was reported that a surgeon provided information regarding the use of 2 cmf distractors used to close an infant's chest wall (approximate date: (B)(6) 2012). The patient was born without a chest wall in the center with the heart fully exposed to the external environment. The surgeon used the cmf distractor in reverse, by starting with it fully open and then closing the lateral chest wall over the heart. He was able to close the chest wall from a 40mm gap to a manageable 8-10mm gap which he was able to pack with soft tissue. During the procedure, some of the screws that the surgeon used to attach the distractor to the lateral chest wall separated from the distractor. X-rays showed that the screws were free from the distractor and free within the operative area. There were still screws holding the distractor to the bone. The size of the screw was that was used is unknown. The distractors and migrated screws have been removed from patient (approximate date: (B)(6) 2012). It is reported that the patient is thriving postoperatively. This was an off-label use of the distractor as it is not cleared for the sternum, chest wall or this indication. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Initial procedure, approximate date: (B)(6) 2012; explant, approximate date: (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.